Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, on (B)(6) 2019, the remote monitoring was in use and the operation of the device was confirmed. After replacing the set of new equipment and checking the operation, it was confirmed that there was no problem in the operation of wire-x. The subject home monitor could be paired. On (B)(6) 2020 the registration allowed remote use, but it did not set up remote monitoring. The patient was advised to consult the physician about future use at the next medical examination.